Event description:
The initial procedure was an open right colectomy the timing during the two procedures was five days. The device was used on the ileum. The second operation the staples were opened at the site of the leak. A gold reload was used. There were no difficulties or functionality issues noted during initial procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a laparoscopic hepatectomy procedure, after the surgery it was needed another surgical intervention to the patient because the line of staples were opened. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4). An intra photograph was returned for analysis. Based on the photographic evidence, the cause of the complication experienced while firing the device could not be determined.